Manufacturer narrative:
Codes: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photograph(s) for the device related to the reported event of capsular contracture/ crease folding of implant/cyst was reviewed on 15-march-2023. Visual analysis of the photographs identified: crease folding of implant: observed. Granuloma: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow and red particles on the surface of the shell. Deformation observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade IV, simple cyst, and shallow folds. Device has been explanted and discarded. This relates to the left side.